Event description:
Baxter's sigma IV pump model spectrum 35700 power supply defect. Findings: ground pin on ps adapters separate from case and remain lodged in hospital receptacle causing receptacles inoperable. Ground pin in adapter is only used to add connection strength of unit to receptacle. Serious problem could exist if add'l devices are needed at pt bedside and power is not available. Presently 12 units out of 225 found defective so far during this months pm cycle.